Event description:
Hospital personnel were attending to a pt, condition unk. An attempt was made to countershock the pt and allegedly the device charged but would not discharge. A back up defibrillator was immediately available and used to continue treatment. The pt was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This option was based on the clinician's assessment of the pt's viability.